Event description:
Caller states that the patient tested 2.6 inr and 1.7 inr during duplicate testing on the same device. Two strip lots were used for the comparison. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used: 364a d4, 1/2008.